Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4/page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment."

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported cannula being bent, while wearing it on the arm. For treatment, manual injection was administered and the pod was changed. The ketones were not checked.

Manufacturer narrative:
No issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. No other damages or defects were found that would result in a failure of the device to deliver insulin. Blood was observed on the device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could possibly cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.